Event description:
Add'l info rec'd from rptr 12/2/05: pt continues to find this product below the standards they've grown accustomed to receiving from holister. Rptr tried the samples provided by MFR. Unfortunately none of them satisfied his needs. Stoma area to shows the skin problems rptr endures with 3186 stoma caps. Also notice the portion of the product that adheres to the skin when removing the cap. Rptr used 7188 stoma caps for years and never had any of these problems. Their skin now gets so irritated and sore that rptr must quit using product for days in order to heal. Also the backing will not come off. This becomes an irritating problem each and every day. Rptr is sure that MFR can produce a better product that this.

Event description:
Product change took place in past year. Stoma cap # 7188 was changed to #3186. New product has a different adhesive that causes severe skin irritation and bleeding problems. Also a problem getting protective backing paper off.